Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. Reportedly, the pump was worn with the screen facing the customer's body while the loss of connection issue was occurring. The customer moved the pump so that the screen was facing outward and was able to successfully regain connection.